Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 8300ab aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 6 years due to aortic stenosis and insufficiency.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2. H11: corrected data: b7, h6 (type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions) stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including chronic kidney disease (ckd), diabetes mellitus (dm), coronary artery disease (cad), atherosclerosis and smoking.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm 8300ab aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 6 years due to aortic stenosis and insufficiency. The patient presented with heart failure, shortness of breath, fatigue, lightheadedness and weakness.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2. H11: corrected data: h6 (health effect - impact code).

Event description:
It was reported that a patient with a 25mm 8300ab aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years 4 months due to aortic stenosis and insufficiency. The patient presented with symptoms of heart failure. The tavr procedure was successfully performed with a 23mm 9750tfx valve. The patient was transferred to recovery post procedure, and discharged to rehab facility on pod #5.